Manufacturer narrative:
Additional information received advising at this time the device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd) behavior. A decrease in the estimated battery longevity was observed between follow-up visits. Technical services were consulted for review and analysis indicated that the power consumption has historically shown around 33 microwatts and is recently using 37 microwatts. The patient is 100% paced vvir. It was noted that normal fluctuation is around 5 microwatts, therefore the pacemaker is not really showing signs of pbd. There was no adverse patient effects reported. This device remains implanted and in service. Additional information received advised the non-boston scientific right ventricular (rv) lead impedance dropped from 650 to 700 ohms into the 490 ohms range. No out-of-range measurements were reported. Technical services (ts) was consulted and at this time no additional information has been received. The device and lead remain in service. No adverse patient effects were reported. Additional information received this pacemaker is suspected again to exhibit premature battery depletion (pbd). Currently, the estimated remaining longevity had decreased to two years. The rv pacing impedance measurement is back in the 700 ohms range and there has been no increase in threshold or pacing output. A request was made to have data from this device analyzed. Engineering analysis confirmed the battery appeared to be depleting more quickly than expected. Therapy delivery is currently unaffected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion (pbd) behavior. A decrease in the estimated battery longevity was observed between follow-up visits. Technical services were consulted for review and analysis indicated that the power consumption has historically shown around 33 microwatts and is recently using 37 microwatts. The patient is 100% paced vvir. It was noted that normal fluctuation is around 5 microwatts, therefore the pacemaker is not really showing signs of pbd. There was no adverse patient effects reported. This device remains implanted and in service. Additional information received advised the non-boston scientific right ventricular (rv) lead impedance dropped from 650 to 700 ohms into the 490 ohms range. No out-of-range measurements were reported. Technical services (ts) was consulted and at this time no additional information has been received. The device and lead remain in service. No adverse patient effects were reported. Additional information received this pacemaker is suspected again to exhibit premature battery depletion (pbd). Currently, the estimated remaining longevity had decreased to two years. The rv pacing impedance measurement is back in the 700 ohms range and there has been no increase in threshold or pacing output. A request was made to have data from this device analyzed. Engineering analysis confirmed the battery appeared to be depleting more quickly than expected. Therapy delivery is currently unaffected. Device replacement was recommended, and a replacement interval was discussed. At this time, this device and lead remain in service. No adverse patient effects were reported.